Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remotely via merlin.net transmission, nonsustained far field p-wave oversensing issue was observed on the device. Patient was asymptomatic. Programming changes were recommended. Physician opted not to make any programming changes currently due to the patient not having dft issue and oversensing issue was not seen again. Device was lead will continue to be monitored. Patient was stable.